Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant on (B)(6) 2023, the patient was complaining of new pain in their left extremity from hip to toe. T he environmental/external/patient factors that may have led or contributed to the issue was the surgeon mentioned upon access to the intrathecal space, the patient jumped and while driving the catheter, it felt tight. The diagnostics/troubleshooting performed was the patient was observed for an hour and given post-op medications for pain control with there was no improvement in the new pain. Imaging was reviewed and identified narrowing of the spine within the lumbar region. The actions/interventions taken to resolve the issue was the patient was taken back to the operating room (or) and the distal end of the catheter was removed from the spine. The patient reported immediate relief while on the table. A new spine segment catheter (8782) was used with entry at a level above the original entry and connected to the 8780 catheter. The patient reported the pain in their left extremity had resolved. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.